Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had error messages: 90007 & 90008 - self test failure - pacer or defib. This error can be caused by paddles improperly seated in the pockets. There was no reported patient involvement / adverse patient impact.